Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es, there were multiple issues, including two failed storage spaces, the remote manager and tower drawer 3. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the multiple issues including the two failed storage spaces, remote manager and tower drawer 3 were not confirmed by the field service engineer. The system functioned as intended.